Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported dissection cannot be determined. The information received in the complaint was obtained through a proactive literature search. Specific model and lot numbers were not available and causality between the documented device usage and the patient effects could not be established. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Article title: ¿vascular healing after biodegradable polymer sirolimus- eluting versus durable polymer everolimus-eluting stents in chronic total occlusions¿. B3: date of event will be estimated as 1/01/2025. D4: the UDI is not known as the part and lot number were not provided. D6a: date of implant estimated as (B)(6) 2023.

Event description:
The target-cto study aimed to compare biodegradable polymer sirolimus-eluting stent (bp-ses) (firehawk cobalt-chromium thin strut bp-ses) and durable polymer drug-eluting stents (dp-ees) (xience) in chronic total occlusions (cto). 44 consecutive patients underwent oct follow-up at 3 and 13 months. The primary endpoint was mean neo-intimal thickness at 3 months. At 3 months, no significant differences in strut coverage were observed. At 13 months significantly higher percentages of frames with layered neo-intima and neoatherosclerosis were observed in depes compared to bp-ses. Stent malposition and edge dissections were noted related to the xience stent. The article concluded bp-ses was non-inferior to dp-ees in terms of neo-intimal thickness at 3 months and healing responses at 3-month follow-up were comparable. At 13 months, less advanced neoatherosclerosis patterns were observed in bp-ses as compared to dp-ees. Details are listed in the article, titled " vascular healing after biodegradable polymer sirolimus- eluting versus durable polymer everolimus-eluting stents in chronic total occlusions.¿ no additional information was provided.